Manufacturer narrative:
The manufacturer previously reported an issue in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. The manufacturer received new information on 8-26-2021 that stated the patient has stage 2 lung cancer and information on 9-28-2022 that stated the patient has copd. The medical intervention is 2 inhalers and oxygen. The manufacturer originally reported section b3 incorrectly as 09-15-2021. Section b3 should have been reported as 08-03-2021.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged visualization of particles/gray spoge particles in her reservior, stage 2 lung cancer, copd . The patient has received medical intervention to take 2 inhalers and oxygen. Section b5 has been corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged visualization of particles/gray spoge particles in her reservior, stage 2 lung cancer, copd . The patient has been received medical intervention to take 2 inhalers and oxygen. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated. There was no mention of visual findings to the external and internal part of the device was inspected, blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 11171.7 machine hours were logged. Care orchestrator data was unavailable. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box. No errors were logged. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER 2243857 v1. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation section h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.